Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the hr went into 20's and didn't send alarm. The device was in use on a patient at the time of event. And there was no adverse event reported.

Event description:
The customer reported the hr went into 20's and didn't send alarm. The device was in use on a patient at the time of event. And there was no adverse event reported.